Manufacturer narrative:
Method: the device was not returned for an eval and investigation. A review of the device history record (DHR) was conducted for the lot number provided. The directions for use (dfu) were evaluated with the reported user conditions. Results: based on the DHR review, there were no ncrs or reworks during product MFR asso. With the reported condition. The production lot met all MFR and quality specifications. There is no evidence that the customer did not follow the dfu. The pump was used immediately after filling. In the questionnaire received from the complainant, the pump was placed under a blanket or clothing during use. This may indicate that the pump was infused under higher temperature. Conclusions: no fill volume was provided, therefore, an actual infusion time cannot be evaluated. Based on the dfu, flow rate could increase in an environment of high temperate. The assignable cause of the "fast flow" is unk. When filled to nominal volume, easypump lt flow rate accuracy is +15% of the labeled flow rate when infusion is started 0-8 h after fill and delivering normal saline as the diluent at 31 c degree/ 88 degree f against a back pressure of 40 cm of water. The device was not returned to I-flow for eval, therefore we are unable to determine a root cause for the reported event. This incident has been included in our complaint handling database, which we actively monitor and trend. Based on this investigation the complaint disposition is unable to evaluated.

Event description:
Drug/diluent: 5fu + nacl. Fill volume: unk, anp. Flow rate: 2 ml/hr. Procedure: chemotherapy. Cathplace: IV infusion. Accelerated infusion with code: (B)(4). Infusion in 120 hours instead of 132 hours. (B)(4). Pt did not exhibit any drug related symptoms. No medical intervention needed.